Event description:
It was reported that the hand piece device would not secure the attachment. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. The reported complaint that the unit will not secure attachment was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Should additional information become available, a supplemental medwatch report will be sent accordingly.